Manufacturer narrative:
Bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for tube push off with the incident lot was not observed. Additionally, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to tube push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that during use with bd vacutainer® sst¿ ii advance plus blood collection tubes the tube pushed off the non patient end of needle. There was no report of patient impact. The following information was provided by the initial reporter: bd tubes flying off the non-patient end of the needle in holder including.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® sst¿ ii advance plus blood collection tubes the tube pushed off the non patient end of needle. There was no report of patient impact. The following information was provided by the initial reporter: bd tubes flying off the non-patient end of the needle in holder including.